Event description:
A patient reported that they were unable to test on the meter. Pt's meter allegedly had no power. The issue was not resolved with troubleshooting. There was no comparison. There was no treatment or medical intervention. No further information has been reported.